Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon fired the device and after removal of the stapler, the surgeon saw more bleeding than what was normal and after digital examination he determined that the stapler may not have had any staples in it. As a result he had to reinforce the entire circumference of the anastomotic site with four sutures to control bleeding. Delay of fifteen to twenty minutes. Surgeon requested for patient to stay overnight at the hospital in case of additional bleeding.

Manufacturer narrative:
Information was not provided by the contact. Additional information was requested and the following was obtained: what confirmation was received that the device was fully fired? - the surgeon has used only this device since he started performing stapled cases for hemorrhoids. He received the same tactile and audible feedback that is usually present once the firing sequence has been completed. He said that it felt no different, however, a lot of bleeding was the immediate result once the device was removed. Was more than one firing stroke required to hear the crunch? No. Were there staples seen in the surgical field? No staples were evident at any stage. Digital examination by the surgeon seemed to indicate that no staples were present in the device. The entire circumference of the so called anastomotic site had to be oversewn with suture. The surgeon used 4 sutures to stop bleeding and reinforce. What degree of hemorrhoids did the patient have? 3. How much blood was loss (ml)? There would be 20ml to 50ml of additional bleeding. Did the patient require a blood transfusion? No. If the patient required a blood transfusion, how many units were given? N/a. Did the patient stay longer than 23 hours in the hospital? The patient had to remain in hospital overnight which is not normally the case. I do not know the exact time that the patient was discharged from hospital. Did the post-operative care change based on the event? Yes ¿ the patient had to be kept in hospital longer than they would have normally have. They are usually released on the day of surgery if they are comfortable and experienced no bleeding. Further details of post operative care are not available. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.